Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in late 2008. Post-operatively in the evening, the pt experienced severe abdominal pain, hardness in the abdomen, and heavy bleeding. Five days later, the pt informed the surgeon of heavy bleeding and severe cramping and two large bruised areas on each flank the size of a fist. The pt underwent two complete blood counts at the laboratory and has a hemoglobin of 9.9. In early 2009, the pt was seen by the surgeon who stated that "this was normal" and the pt was scheduled for re-visit in approx two months later. Three days later, the pt had another heavy period with severe cramping with flow that was brownish in color with strong odor. Twelve days later the patient stopped taking her diabetic medication and plans to see her family physician the following month. The pt has also experienced lower back pain while lying since the procedure.

Manufacturer narrative:
Bruising occurred - bleeding occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.